Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture present in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: during testing, there was visible corrosion and rust inside the battery compartment observed. There were no cracks or damage found to the battery compartment or to the pump case. The leak test was performed and no leaks were detected. The pump was opened and there was no further evidence of internal moisture.